Manufacturer narrative:
The pump and tubing were tested and functioned with no problems during eval. The customer's complaint could not be verified and the root cause could not be determined with the info provided. Review of similar incidents reported to arthrex, where pump and tubing were returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficiently warns the user of the potential consequences (extravasation) if the directions are not followed.

Event description:
Customer reported that there was instantaneous high flow over approx 5 minutes time frame. Surgeon noticed enlarged shoulder. Pump was turned off and tubing was removed surgeon converted to an open repair. Hospital reported no adverse consequences with the pt is a result of this event. This device is used for treatment.